Event description:
Caller alleged false positive troponin (tni) with triage cardiac profiler device. (B)(6) , obese, female, presented with right leg infection. Treatment for copd, htn, and there was a positive d-dimer, increase wbc, decrease h&h. Pt was admitted, but a hold in the ed in the morning.

Manufacturer narrative:
Investigation is pending.